Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as the best estimate based on the reported date of (B)(6) 2018. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a dakota was used during a removal, calculus, ureter, ureteroscopic procedure performed on (B)(6) 2019. During procedure, the patient experienced sepsis, acute kidney injury, acute respiratory failure. The patient had to be readmitted for antibiotics.